Event description:
An initial MDR regarding this case was filed 19-oct-2023 (report number 3016798778-2023-00059). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs show that remote (B)(6) (paired with pump (B)(6)) generated pump error and no communication attention alarms on the date of the complaint. The pump error was determined to be due to fluid ingress into the pump. Logs show that remote (B)(6) (paired with pump (B)(6)) generated a no communication attention alarm and a pump failure alarm. The pump failure was determined to be due to a hardware failure. Both systems communicated without issue during the investigation, meaning a system issue did not cause the loss of communication. Both systems were observed to have appropriately alarmed and entered failsafe states as designed. Additional returned materials were investigated and determined not to have been in use during the time of the reported event.

Event description:
An initial report of the potential for patient hospitalization was received by united therapeutics on 25-sep-2023 and forwarded to millyard advanced medical products, llc on 26-sep-2023. The patient reported they were awoken by an alarm indicating the pump and remote were not communicating. Patient attempted to switch to their backup pump but received a pump failure alarm. The patient tried to troubleshoot, but was unsuccessful. New systems were dispensed to the patient, who was advised to go to the hospital with their supplies. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of hospitalization, death or serious injury, this issue is being reported out of an abundance of caution.